Manufacturer narrative:
The stapler 45 reload is not being returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported complaint cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: post a da vinci assisted gastric bypass procedure, the patient's hemoglobin levels were found to be abnormal. Allegedly the patient's abnormal hemoglobin levels occurred due to bleeding from an unspecified staple line. The cause of the bleeding experienced by the patient is unknown.

Event description:
It was reported that post a successful da vinci surgical procedure, the surgeon was concerned about the patient's hemoglobin levels after using the stapler 45 instrument with unspecified stapler 45 reloads during the surgical procedure. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who reported this complaint. According to the csr, the surgeon found that the patient's hemoglobin levels were abnormal after the patient had undergone a da vinci gastric bypass procedure. It is the surgeon's belief that the patient experienced bleeding from one of the staple lines. The csr was told by the surgeon, that the planned surgical procedure went well and there were no issues noted during the surgical procedure with the stapler 45 instrument. No patient harm or injury occurred during the surgical procedure. Reportedly, the patient is recovering well. The stapler 45 instrument and stapler 45 reload used during the surgical procedure are not being returned to isi for failure analysis investigation. No other information has been provided.